Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that display screen was frozen and nothing could be done with insulin pump. Customer's blood glucose was not reported. Call was dropped and no other information could be obtained.